Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed critical pump error. The customer was assisted with troubleshooting. Customer's blood glucose level was unknown at the time of the incident. The customer stated that they received a critical pump error image on the insulin pump's screen. The customer also stated that they received a pump error in regards to a broken force sensor detected prior to the critical pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Pump unable to verify pump error alarm in the pump history due to pump unable to download. Moisture damaged found on motor assembly. The insulin pump was received with cracked case at corner of the belt clip rails.